Event description:
School nurse of female, reported infusion device displaying "2.01" with 4 dashes and was beeping. She removed the power pack and reinserted it back into the infusion device and the beeping recurred. Nurse indicated that she did not have any new power packs to replace in the infusion device. Company representative instructed nurse that pt must switch to alternative insulin delivery method. Nurse did not report any physiological effects associated with this issue. No medical assistance was required. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall.